Event description:
Hospital ed personnel responded to a patient in cardiac arrest. The device was used with standard paddles and 3m brand defib pads to administer an unknown number of shocks. According to the reporter, when the last 2 shocks were delivered, arcing was seen near the edge of the apex paddle that burned the patient's skin. The patient was not resuscitated. The reporter indicated that the alleged malfunction did not cause or contribute to the patient's death because the patient was not viable.